Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Product complaint #: (B)(4). Investigation summary: background: it was reported on april 21, 2021, the patient will undergo removal of unknown tubular screw and unknown cannulated cancellous screws due to unknown reason. Patient outcome was unknown. This complaint involves 3 devices. Photo investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿cb6fd756-4826-4b6f-9859-20e3e35bbad4.jpeg". The attachment was an x-ray image of the ankle showing screws attached to the plate no defect was detected. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition was not confirmed during photo investigation. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a mre review could not be performed. If more information become available, the record will be re-assessed. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient will undergo removal of unknown tubular screw and unknown cannulated cancellous screws due to unknown reason. Patient outcome was unknown. This complaint involves 3 devices. This is report 3 of 3 for (B)(4).